Event description:
Pt underwent cataract surgery on 05/24/99, and implantation of a staar model aa-4203vf intraocular lens in the left eye. During the insertion, the surgeon said the lens shot fast through the capsular bag, tearing it. The lens was removed, an anterior vitrectomy was performed and a three-piece lens was inserted into the sulcus. Preoperative visual activity was 20/50 and pressure was 17mm. Postoperative day 1 visual activity was 20/80, postoperative day 8 visual activity was 20/60 and pressure was 6mm. Pre-existing conditions include high blood pressure, coronary artery disease, and pulmonary disease. The pt's vision is improving.